Manufacturer narrative:
(B)(4).

Event description:
The patient fell. Afterward, they experienced a loss of therapeutic effect. A new battery was placed in the patient programmer. The implantable neurostimulator battery light did not light when interrogated with the patient programmer. The 9 volt battery indicator did light. Reference mfg report # 3004209178-2011-01858. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.